Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified broken shell and missing piece of the shell. Leak test was performed and identified an opening on posterior. A microscopic analysis was performed which identified a broken striated edge in the posterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a broken striated edge on anterior side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.